Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the sensing coil fractured at 6.7cm from the connector pin due to fatigue.

Event description:
It was reported that the patient was admitted to the hospital due to syncope. The device delivered multiple inappropriate shocks due to noise. Pauses were seen due to device interpreting noise for a rhythm and caused the lead to capture intermittently. The lead was explanted and replaced. Lead damage was observed during the explant procedure.